Event description:
A hospital reported via a distributor that the electrical adapter of an rt125 infant bias flow breathing circuit could not be connected to the heater wire adapter. It seemed that one of the heater wire pins was bent. This fault was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. 510(k) for that product is k020332. Method: an attempt was made to insert a heater wire adapter to the heater wire plug of the rt125 breathing circuit. Results: one of the pins in the inspiratory tube of the breathing circuit was found to be bent, preventing the insertion of the heater wire adapter plug. A lot check revealed no other complaints of this nature for this lot number. Conclusion: heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in 2007, with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. These events occurred after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in infant breathing circuits has a rate of occurrence worldwide.